Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# va0fbwl, implanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot# va0f6ng, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the device was explanted on (B)(6) 2014. There was no alleged product issue. The extensions were cut above the device and partially explanted on (B)(6) 2014 also. The patient was alive with no injury. There was drainage/incisional wound opening on the left side implant. There was a confirmed infection. The devices would be replaced in the future. (B)(6) 2014 (rep): no new information. Patient had hardware removed on the prior to the date of this report.